Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulty. It may be possible that sess delivery system was held stationary or pushed distally during deployment causing the stent to stack and compromise the deployment; however, this could not be confirmed. The reported patient effect of restenosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D6 implant date - estimate. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The delivery sytem will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in a conversation with the physician, there is dissatisfaction with last implanted supera self expanding stent (ses) because it resulted in restenosis. The restenosis was treated with percutaneous transluminal angioplasty (pta). It was also noted that the deployment of the supera ses was not easy despite preparing and using per the instructions for use (IFU). Reportedly the difficulty is caused by the packing of the stent with the delivery system during delivery. There was no reported adverse patient sequela.